Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned pump for alleged unexpected battery power loss found on 27-oct-2021. Pump passed displacement test and active current measurement. Pump failed sleep current measurement due to high current, problem isolated to moisture damage on the pcba 1. Pump failed self test due to pump error 63. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed pump error 63 variable 3 during testing on 12/19/2022 at time 10:53:33.000 due to hardware anomaly. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found burnt trace at pin 6 due to moisture damage. Verified pump alarmed battery out limit on 10/22/2021 at time 17:58:35.000 was found in pump downloaded history. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. Unexpected battery power loss confirmed due to high current, problem isolated to moisture damage on the pcba 1. Pump error 63 confirmed due to hardware anomaly caused by moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to occupation has been updated and provided in e3 section of this report.

Event description:
The device was returned for analysis.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. Customer did not receive low battery alert prior to replace battery alert. This was second occurrence of replace battery alert without a low battery warning. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.